Event description:
Additional information received reported the cause of the event was unknown. There were no abnormal impedance measurements. There was a lead dislodgement or migration, but no surgical revision. It was noted with program 4, stimulation was felt between the rectum and vagina. There was no leg discomfort, but the leg was twitching. It was reported there was no hospitalization or injury as a result of the event.

Manufacturer narrative:
Product ID (B)(4) lot# v840219 implanted: (B)(6) 2011 explanted: product typ lead product ID (B)(4) lot# v840219 implanted: (B)(6) 2011 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported a loss of therapeutic effect. The patient reported that she developed the flu and a urinary tract infection back in february and she noticed a return of her symptoms. The patient had no stimulation on three of the programs in the internal neurostimulator (ins). With the fourth program the patient felt stimulation in her buttock area. When the amplitude was increased the cramping in her feet increased. The patient received assistance and her concerns were resolved.